Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter had been reading inaccurately for 7 years every time she used test strips ¿made in the UK¿; she reported that this did not happen with strips from ¿the USA¿. She provided a blood glucose result of ¿399 mg/dl¿ which was obtained on an unknown date and time. (Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy). The patient manages her diabetes with insulin which she self-adjusts. She reported that following the start of the alleged issue, she had followed her usual diabetes management routine, including sliding scale. She alleged that as a result of the alleged issue, back in 2011, she had ¿lost consciousness¿ and had been treated in an urgent care clinic with ¿IV glucose¿. During troubleshooting, the patient confirmed that the meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date. The patient declined to perform a control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom and received medical treatment for a serious injury adverse event 7 years ago, after obtaining alleged inaccurately high results on the meter and continuing with her usual diabetes management routine of insulin (sliding scale).